Manufacturer narrative:
The system was serviced in the field and passed all tests and was performing as intended. No failures were found. Other relevant device(s) are: product ID: 9733623, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding a navigation system found during inspection. It was reported that the display disappeared halfway. The issue was resolved when the monitor cable was unplugged and plugged back in and then the display disappeared again after a while. There was no patient present.

Manufacturer narrative:
The monitor was returned and analyzed. When connected to a known good system the returned monitor displayed a good image with no anomalies. No problem was found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. Replacement of the monitor resolved the issue. The system then performed as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.